Event description:
Healthcare professional reports a diagnosed case of alcl and the death of this patient

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl)

Manufacturer narrative:
Clarification: this is being submitted as the second follow up (supplemental) medwatch. Initial medwatch was submitted on 23/jun/2010 and the first supplemental medwatch was submitted on 14/jul/2010.

Event description:
Healthcare professional reports a diagnosed case of alcl and the death of this patient. Further follow up information noted the patient received treatment therapy which included chest wall radiation.